Event description:
Pt post operative coronary artery bypass graft on 3-12-98. In cardiovascular unit, swanganz catheter noted to have cracked and broken white cap which separated this cap from clear protective sheath. No damage caused to yellow catheter portion.